Event description:
It was reported that this rv lead exhibited a low out of range pacing impedance measurement of less than 200 ohms. No changes have been made and the rv lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).